Manufacturer narrative:
Damaged firing mechanism. Product complaint analysis team has completed its investigation. Results of investigation by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, a fired b unfired; cartridge condition, a fully fired b unfi and cartridge return batch number, a j00e0j b ep001. Funtional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken and condition of yoke, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attemptiing to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the ez45b was used during a video assisted thoracic surgical procedure. It was reported the ez45b was fired through a locked out previously fired reload. The scrub noise is stating she did reload the device. Another ez45 was opened to complete the case. The reload looks like it was unfired. The rep is returning the device and reload zr45b. There was no consequence to the pt. 10/17/97 it was reported the surgeon fired the ez45 with no difficulty on the first firing. A reload was opened and given to the scrub nurse. The surgeon went to fire the device for the second time and the device did not fire. Another ez45 was opened. The rep reported he thought it looked on the screen like the drivers were up when the device was entered into the abdomen. At the end of the case the rep examined the reload and it looks like it has been fired. It is possible the scrub nurse did not reload the device before giving back to the surgeon.